Event description:
It was reported that during an unknown time the mesh grafter was sent in for repair. The handle was stuck. It is unknown if there was patient impact or harm. During device evaluation, the handle was stuck and gear was damaged and replace. Due diligence is complete as multiple attempts were made to the customer; however, no response was received.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Review of the most recent repair record determined that the ratchet handle was stuck; the rachet gear and bottom roller were damaged. The ratchet gear and bottom roller were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.